Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation found that the arm failed the in-house slow sweep test. This complaint is being reported due to the patient side manipulator (psm) arm failed the slow sweep test during failure analysis investigation.

Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.